Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and the stent partially exposed, the stent confirmed as 40mm, the device was returned with approx. 7mm of the stent exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a protege rx self-expanding stent device for treatment in a patient in the prox carotid artery - common with severe calcification, and severe tortuosity and 90% stenosis. A spider device was used. No abnormalities reported in relation to anatomy. The device was prepped as per IFU with no issues noted. It was reported that when the stent passed through the lesion, it was found that part of the stent had been deployed at the tip end. The device was replaced and surgery completed. No patient injury reported for this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.